Event description:
It was reported, "examining screw, noticed it was broken."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.